Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('they were found tangled together embedded in the wall of uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), arthritis ("showing signs of arthritis"), balance disorder ("have to take a minute to gain my balance when getting up from sitting") and arthralgia ("my knees used to ache so bad / hip pain / wrist pain / elbow pain"). The patient was treated with surgery (remove essure, bilateral salpingectomy). Essure was removed in 2016. At the time of the report, the embedded device outcome was unknown and the arthritis, balance disorder and arthralgia had resolved. The reporter considered arthralgia, arthritis, balance disorder and embedded device to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events 'showing signs of arthritis', 'have to take a minute to gain my balance when getting up from sitting' and 'my knees used to ache so bad / hip pain / wrist pain / elbow pain' were added. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('they were found tangled together embedded in the wall of uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure in 2016). Essure was removed in 2016. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: embedded device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.